Manufacturer narrative:
The field service engineer (fse) performed a preventative maintenance (pm) on the instrument as requested by the customer. During preventative maintenance, the fse discovered large air slugs in the wash pump lines. The fse replaced the wash valve rotor and resolved the issue. Assay quality control (qc) was also performed and passed within the laboratory's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the incident is attributed to the wash valve rotor. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported discrepant, falsely elevated troponin I (access accutni) results, for two patients, involving the access 2 immunoassay system. The elevated results were not released from the laboratory. There was no patient impact associated with this event. The customer retested both patients samples on an alternate unicel dxc 600i system and obtained lower results, within the normal reference range of the assay. The patients' samples were collected in lithium heparin plasma tubes and centrifuged at 5,000 rpm (rotations per minute) for ten minutes. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.